Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the initial potential hypoglycemia or the reported hospitalization hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7/ page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The patient's son initially reported his father's blood glucose level as low (level not provided). Patient was having trouble staying awake and incontinent; taken to the hospital. While at the hospital, the doctor checked blood glucose levels. Son reported it was over 400 mg/dl and the doctor was able to treat and control blood glucose levels. Multiple attempts were made to reach back out to the customer to further clarify if the pod malfunctioned or may have provided a hazard alarm. To date, no new information has been provided based on these good faith efforts.